Event description:
A facility reported a hakim valve (ID 823101) valve was implanted via v-p shunt on unknown date with unknown setting. On unknown date, the flow of csf could not be confirmed, and the set pressure could not be changed. Due to suspicion of shunt failure the valve was removed and replaced on (B)(6) 2022. Based on information provided, it is unknown if the patient experienced any signs and symptoms of shunt failure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Hakim valve (ID 823101) has been returned for evaluation- failure analysis - the valve was visually inspected, biological debris was noted on the valve mechanism, the spring was coming out of the distal connector and has made a hole in the catheter. The position of the cam when valve received was 80mmh2o. The valve was hydrated. The valve was tested for programming and failed the test. The valve could not be flushed due to the protruding spring from the distal connector. The valve was leak tested: leaked from the catheter. The valve was dried. The valve was pressure tested and failed. The protruding spring was investigated: tests were performed with tools from the manufacturing department to try and pull a spring out of a connector on similar devices, results: it was not possible to remove the spring with any of the tools used in the manufacturing zone. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark were noted in the valve casing. Biological debris was noted on the spring, on the cam mechanism and on the base plate. The cam magnets were controlled: the magnets passed. The root cause for the bump mark and crack in the valve casing noted during the investigation, is due to the valve receiving a hard knock. The root cause for ¿the set pressure could not be changed¿ issue reported by the customer, is probably due to the valve receiving a hard knock. The possible root cause for ¿the flow of csf could not be confirmed,¿ issue reported by the customer could have been due to biological debris interfering with the valve, but at the time of investigation no occlusion was noted. The root cause for the protruding spring from the distal connector could not be determined.